Event description:
It was reported that the left ventricle lead was "broken" in the area of the right clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): all conductors fractured, all conductors cut, lead was stretched, outer insulation was melted, all conductors distorted, and blood noted on conductors; full lead in segments returned and analyzed.